Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on an unknown date. According to the complainant, approximately 2 to 3 months post-procedure, the patient experienced a varying degree of buttock pain. The patient is reportedly in stable condition.all other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)